Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steadily rises throughout record from 1000 ohms in april 2014 up to 1700 ohms starting (B)(6) 2015. Alert for atrial bipolar lead out of range subthreshold lead impedance on (B)(6) 2014.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered. There was oversensing noise, high impedance and no capture on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported there was a patient alert for high impedance on right atrial (ra) lead. Lead impedance trend showed there was increased impedance. The ra lead impedance alert was increased and the lead remains in use. No patient complications have been reported as a result of this event.